Event description:
In 2009, a patient underwent an endovascular procedure where two gore tag thoracic endoprostheses were implanted. A gore introducer sheath was inserted and upon removal, the femoral artery was dissected. The artery was repaired. The patient tolerated the procedure.

Manufacturer narrative:
Method code: device information is not available, therefore, a review of the manufacturing records could not be performed. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.